Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they had not gotten therapeutic effect since implant. The patient stated that they started on program 1 and left stimulation there for two weeks. The patient noted that they tried increasing as far as they could tolerate without having pain and that their symptoms had not improved very much, so they switched to program 2 on saturday. The patient stated that they tried to tolerate the pain from increasing the stimulation to a higher level, but the implantable neurostimulator (ins) still was not working. The patient confirmed that they were not in pain with stimulation and stated that on the day of report their symptoms got so bad that they had to go home, change clothes, and put a pad on because of leaking. The patient noted that they would continue to stay on program 2 and increase more before changing to program 3. The patient stated that they would follow up with their hcp and would keep a log of the changes they made to report to them. No further complications were reported or were expected.